Event description:
Upon performing a left ventriculogram in the 30 degree right anterior oblique (rao 30) view using a power injection of contrast, there appeared to be a small foreign body in the left ventricle or left atrium after the ventriculogram. The patient had no apparent neurologic complications associated with this and the foreign body was not seen on fluoroscopy following the case. Question if the foreign body seen could have been crystallized contrast.